Manufacturer narrative:
(B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a ¿check iab catheter¿ alarm was generated. The iab was replaced to continue therapy. There was no reported injury to the patient.